Manufacturer narrative:
It was reported that on (B)(6) 2024, a new foley catheter was inserted into the patient due to "deflated foley balloons". No harm to the patient was reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Deflated foley balloon